Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue. The knob was found to be broken and incapable of controlling the pump. A new knob was shipped directly to the customer for the facility biomedical engineer to perform a repair. No further investigation is required. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova technician

Event description:
Livanova (B)(4) received a report that the control knob of the centrifugal pump system with tubing clamp was very difficult to turn and control during a procedure. The control panel was replaced with a backup to complete the case. There was no report of patient injury.